Event description:
It was reported that out of range issues occurred between the transmitter for an undetermined amount of time, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the insulin gauge "seems to fluctuate greatly after being filled with insulin". Customer declined follow-up with tandem technical support; therefore, no additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.